Event description:
Baxter reported a leak from the connector line spike of the yume set during priming. Problem occurred during priming. No patient injury or medical intervention was associated with this incident.

Manufacturer narrative:
Evaluation results: this complaint was not confirmed in the lab. No further action has been taken relative to this matter. Renal product surveillance and quality engineering, along with plant manufacturing/quality presonnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.